Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15809. It was reported the pt's scs system was explanted due to an infection which began at the ipg site. Follow-up information indicated an infection was present at both the ipg and lead sites. Culture results indicated a (B)(6) infection was present at both the ipg and lead sites. The pt is being treated with IV antibiotics and the infection is resolving.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.